Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6) 2016 with blood glucose over 500 mg/dl at the time of the emergency room visit. Customer's blood glucose was elevated and she continued to deliver boluses and syringes but her blood glucose would not come down. Customer had ketones and was released when her blood glucose was stabilized. Customer's current blood glucose is 402 mg/dl. Customer will monitor her blood glucose, which is coming down to 345 mg/dl. Customer stated that the blood glucose did send to the pump after adjusting the settings.